Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the piece was broken. There was no harm to the patient and there was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2022-06324 is being retracted since it was found to be a duplicate of MFR# 1818910-2022-05868. MFR# 1818910-2022-05868 will be kept for investigation purposes.